Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a vitrector stopped cutting in the middle of a vitreo-retinal(vit-ret) surgery. Aspiration status was not reported. A new vitrectomy pack was opened and cutter worked fine, surgery was able to be completed. There was no report of patient harm.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material on the port face and inner cutter. The sample was then functionally tested for actuation cut. The sample was found to be non-conforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. The exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been initiated in order to investigate the root cause of the inner cutter detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative indicated the aspiration status was not known and there was no patient harm. The sample was not available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).